Event description:
It was reported the programmer has a broken cable. The programmer was returned for repair. No patient involvement or complications were reported.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis could not confirm the reported event. It was noted that the stylus head had detached, the fan was noisy, the hinge plate screws were missing and the power cord door was broken.